Manufacturer narrative:
A promus premier ous mr 32 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 18 cm distal to the distal end of strain relief as well as multiple kinks around the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04mar2021. It was reported that crossing difficulties were encountered. The 80% stenosed, 2.50mm x 30mm, concentric, de novo target lesion with a 45 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.50mm x 15mm balloon catheter. A 2.50 x 32 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a shaft break.